Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy sleeve gastrectomy. According to the reporter: the customer complains that when squeezing the trigger to activate the trocar blade, the clear piece (lens) detached adn fell into the pt. Before falling, the trocar had not yet perforated the peritoneum. It occurred with two trocars during the same surgery and in both cases it was removed using forceps. Operative time was delayed 10 mins. No bleeding occurred. There was no extension of the incision.